Manufacturer narrative:
Following the investigation we identified 2 different root causes. The first root cause is that the cause of the communication error is a known residual bug already identified. The second root cause is that surgeon was never trained to use rosa and was not able to restart the system. (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a surgery rosa crashed and was not possible to restart the robot. In this specific case we have no information on the outcome of the surgery and of the impact on patient.